Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence; the trial started (B)(6) 2020. It was reported that they day prior the wire became unplugged, they were able to plug it back in. They turned stimulation up until it hurt, but after the initial jolt it was comfortable. There were no known contributing factors and it was unknown if the issue was resolved. Additional information was received. The patient noted they had stopped taking their iron pills because of what they read about constipation, they noted that they had been severely constipated since saturday evening. They noted that what stool they had was coal black. They said they took a laxative to ease the constipation. They also said they weren't able to pee the morning of the report, they had urgency, but couldn't void. Additional information was received. The patient reported they had several bowel movements and was able to pee. They stated they had been constipated. They took stool softeners and their bowel movements were diarrhea.